Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays circuit disconnect alarms. The customer reported during ventilation, the ventilator stopped and circuit disconnect alarms appeared. The customer performed troubleshooting, but the issue was not resolved, and a transducer fault error occurred in the events log. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.